Manufacturer narrative:
During testing, the device delivered unrequested bolus doses. This was due to a loose bolus jack from an impact in the field. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case.

Event description:
During verification testing at the service center, the device delivered an unrequested bolus dose.